Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited an erroneous critical battery alarm and power disconnect alarm. The controller was stated to be very dirty even in the ports. The battery remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation and one battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. As a result, the reported "dirty controller ports" event was confirmed. Supplemental testing of the controller power ports revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log files revealed that there were several momentary disconnections involving an adapter and multiple batteries, including the battery. Momentary disconnections will result in an audible tone or "beep." As a result, the reported "random beeping" was confirmed. Power source lubrication procedures were performed on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and on (B)(6) 2019, respectively. A power source lubrication procedure was performed on the battery on (B)(6) 2019. Review of the alarm log files revealed a critical battery alarm was logged on (B)(6) 2019 due to a communication error involving the battery. As a result, the reported critical battery alarm was confirmed. Alarm log files also revealed several additional critical battery alarms logged due to the associated batteries being allowed to deplete below 10% relative state of charge (rsoc). Log file analysis did not reveal any power disconnect alarms logged during the analyzed period; however, data log files revealed a rsoc between 101-201 logged involving the battery, which is indicative of a communication error. As a result, the reported power disconnect alarm could not be confirmed; however, the observed communication error is likely related to the reported alarm. Possible root causes of the observed communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm involving the battery can be attributed to a communication error between the controller and battery. The most likely root cause of the additional critical battery alarms observed in the log files can be attributed to the patient allowing the batteries to deplete below 10%, triggering a critical battery alarm. The most likely root cause of the reported "beeping" after lubrication can be attributed to momentary disconnections due to contamination of the controller power ports and/or to corrosion of the controller power port pins. The most likely root cause of the reported contamination of the controller power ports can be attributed to the handling of the device. Additional products: d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s):4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.